Event description:
While performing evaluation and testing of the ventilator during service, the respironics service technician noted a diagnostic code in log history indicating a vent inop occurred due to an air liftoff failure. The ventilator was in use on a patient, but the customer reported no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The service technician was unable to duplicate the reported problem during testing. Performance verification testing was performed on the ventilator and all tests passed per operating specifications.